Event description:
During an arthroscopic case the doctor was drilling for a second anchor and he noticed metal shavings in the joint. He thought he had drilled into the back of the first anchor. Post operatively the rep. Noticed significant scoring on the drill bit. This was an old bit with a new guide.